Event description:
It was reported the patient had shooting pain into her back on the left side in the last two weeks, intermittently. The patient had been at a doctor¿s office for a surgery and needed reprogramming while she was there. No information was provided about whether the surgery was device related. The patient met with a manufacturer representative at the pain clinic for some reprogramming. Upon impedance testing the date of this report the manufacturer representative found high impedances, over 10 ,000 ohms, on contacts 8 and 11. The representative was able to reprogram both leads successfully for better low back and leg coverage. It was noted no surgical intervention was requested by the patient at this time. Additional information received nine days later reported films were taken by a nurse practitioner who said there was no movement from the original implant. The patient was successfully reprogrammed for no rib pain. It was noted contact 11 was back to normal impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).